Event description:
Boston scientific received information that during the implant procedure after closing the pocket, out of range pacing impedances were displayed on this device. Noise was also reproduced through pocket manipulation. The pocket was re-opened and the device and right ventricular lead was reconnected which showed normal pacing impedances. All other measurements were within normal range. The device and lead remains implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.